Manufacturer narrative:
Updated results code. Conclusion code remains unchanged it should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: relevant medical information: on (B)(6) 2003: (B)(6) medical center . (B)(6) , md. Consultation. Complaining of chest pain. Hx hypertension, diabetes mellitus, hyperlipidemia, obesity, paroxysmal atrial fibrillation, sick sinus syndrome, congestive heart failure, dilated cardiomyopathy, mitral regurgitation, chronic obstructive pulmonary disease, osteoarthritis, gout, hypothyroidism. Was a truck driver for 25 years and formerly did construction. Drank heavily in the past but quit in 2001. 35 year history of tobacco abuse at three packs per day, quit in 1990. Weight 301 lbs. Exam: abdomen obese, ventral hernia and umbilical hernia noted; normal bowel sounds; abdomen soft, nontender to palpation without evidence of guarding or rebound tenderness. Impression: unstable angina. 11/2003/2003: etmc. [Signature illegible]. Anesthesia record ¿ pre-anesthesia evaluation. Physical status: 3. History gastrointestinal reflux disease. Medications: coumadin, prednisone. Implant procedure: repair of epigastric ventral hernia with gore-tex mesh. Repair of umbilical hernia with gore-tex mesh. Implant: gore® dualmesh® plus biomaterial [1dlmcp03/02615421, 10 x 15 cm]. Implant date: (B)(6) 2003 (hospitalization (B)(6) 2003) on (B)(6) 2003: (B)(6) medical center . (B)(6) , md. Operative report. Preoperative diagnosis: epigastric ventral hernia. Umbilical hernia. Postoperative diagnosis: epigastric ventral hernia. Umbilical hernia. Anesthesia: general. Estimated blood loss: minimal. Complications: none. Condition: good. Indications for procedure: this is a 60-year-old white male with epigastric ventral hernia and umbilical hernia that is mildly uncomfortable upon straining. The patient has no obstructive symptomatology and no change in bowel habit. Physical examination revealed a large 5 to 6-cm mid-epigastric ventral hernia that is reducible and an umbilical hernia about 4 cm in diameter that is reducible. The patient is obese and I recommend repair of these with gore-tex mesh. Technique: ¿the patient was taken to the operating room and placed in the supine position. After satisfactory general anesthesia had been induced, the abdomen was prepped and draped in the usual sterile fashion. A midline incision was made down sharply through the subcutaneous tissues. Metzenbaum scissors were used to free the hernia sac from surrounding soft tissue structures down to the fascial defect. The hernia sac was incised and the omentum in the hernia sac was reduced back into the abdomen. The defect was about 4 cm in diameter. A piece of gore-tex dualmesh was cut an appropriate length of about 8 cm in length and 5 cm in width and was circumferentially sutured well away from the fascial edges with interrupted u stitches of 0 prolene. Then the fascia itself was closed over this in vertical fashion in the midline over the mesh with interrupted 0 nurolon. The subcutaneous tissues were closed with interrupted 3-0 monocryl and the skin edges were reapproximated using a stapling device. The umbilical hernia was then repaired by making a circumumbilical incision inferior to the umbilicus and it was carried down sharply through the subcutaneous tissues. The metzenbaum scissors were used to free the umbilical hernia sac from surrounding soft tissue structures and from underneath the umbilicus. The fascial defect was about 4 cm in diameter. Adhesions were freed circumferentially about the inner aspect of the abdomen. The contents of the hernia sac, which was omentum, was reduced back into the abdomen. A piece of gore-tex mesh, approximately 8 cm in length and 5 cm in width, was sutured underneath the fascia using interrupted u type sutures of 0 prolene. The fascia was then closed in horizontal fashion with interrupted 0 nurolon sutures. This completed the umbilical hernia repairs. The skin edges were reapproximated using a stapling device. Sterile pressure dressings were applied over both wounds. The patient tolerated the procedure well. The estimated blood loss was minimal.¿ on (B)(6) 2003: [facility ni]. Implant record. Type: dual mesh. Size: 10 x 15 cm. Lot #: 02615421. Serial #: (B)(6). Exp. Date: 08-2005. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp03 / 02615421) was implanted during the procedure. Relevant medical information: on (B)(6) 2003: (B)(6) medical center. [Signature illegible]. Discharge summary. Final diagnosis: epigastric hernia (ventral), umbilical hernia. Activity: light (no lifting more than 10 lbs.). On (B)(6) 2003: (B)(6) medical center. (B)(6) , md. Consultation. On day before admission felt some abdominal fullness, unable to lie flat due to being very short of breath. Was last in this hospital for hernia surgery earlier this month and did well, had uneventful recovery; umbilical hernia repair in (B)(6) 2003. Weight 286 lbs. Exam: abdomen obese; ventral hernia and umbilical hernia recently repaired; scar looks adequate with no signs of infection. On (B)(6) 2003: (B)(6) medical center. Discharge summary. Discharge diagnosis: congestive heart failure, decompensated. On (B)(6) 2017: (B)(6) . Lab. Anaerobic culture: source - wound. Site - abdomen. Final report: no anaerobic organisms isolated. On (B)(6) 2017: (B)(6) . Lab. Wound culture: site - abdomen. Final report: rare growth of methicillin-resistant staphylococcus aureus. Stains: gs [gram stain]: no white blood cells seen. No organisms seen. On (B)(6) 2017: (B)(6) . History and physical. Patient doing very well but has open wound now that is considerable, extends down to deep aspect of the bone, requires disinfection and two-stage reconstruction. Will admit to hospital for IV antibiotics and local antibiotic utilizing the ulta wound vac. On (B)(6) 2017: (B)(6). Consultation. Reason for consultation: abdominal wound. Hx abdominal ventral repair with mesh in 2004 [nurse reviewer note: possibly referring to surgery performed 11/2003/2003], has nonhealing wound over mid abdomen with exposed mesh. Quite small, about 1 cm in diameter; was referred to dr. (B)(6) for surgical intervention; admitted today for debridement and closure of wound. Was on antibiotics but currently off; did have methicillin-resistant staphylococcus aureus cultured both in (B)(6) from this wound. Exam: morbidly obese. Abdomen quite large; in the middle, small wound with what appears to be exposed mesh. Impression/plan: mid abdominal wound following ventral hernia repair with mesh; this is methicillin-resistant staphylococcus aureus infection; will go to operating room for surgical debridement followed by reconstruction in 2 step procedure. We are going to start on vancomycin with close monitoring of renal function. On (B)(6) 2017: (B)(6). Consultation. Preoperative risk stratification, 73 year old male with afib on coumadin, unspecified cardiomyopathy with ICD (medtronic), last know left ventricular ejection fraction of 35% per patient report, diabetes mellitus, chronic systolic heart failure, hypertension admitted to aac with abdominal wound. Former smoker, quit in 1990¿s, previously smoked ½ ppd for 5-8 years. Bmi 58. Exam: obese; [abdomen] soft, non-tender, non-distended; wound vac in place. Plan: revised cardiac risk index class ii-iii cardiac risk for surgical intervention. On (B)(6) 2017: (B)(6). Consultation. Medical history includes chronic nonhealing wound over mid abdomen with exposed mesh following ventral hernia repair in 2004. Came into hospital today for elective surgical intervention of wounds. Currently being seen in medical unit for evaluation of pulmonary needs. Exam: gastrointestinal ¿ soft, non-tender, mild distended. Plan: deep vein thrombosis and gastrointestinal prophylaxis, ventilator associated pneumonia prophylaxis, pain control, fluid status monitoring, nutrition issues, swallow issues, sedation plans, glycemia control, central intravenous access. Explant procedure: excision of open wound of abdominal wall 30 cm2. Removal of infected central abdominal wall gore-tex reconstructive mesh. Drainage of abdominal wall abscess. Laparotomy. Ventral hernia repair. Application of ulta wound vac abdominal wall wound utilizing durable medical equipment. Explant date: (B)(6) 2017 (hospitalization [ni]) on (B)(6) 2017: (B)(6) . Operative report. Preoperative diagnosis: open wound of abdomen. Infected central abdominal wall reconstructive mesh after umbilical hernia repair elsewhere. Abscess abdominal wall. Postoperative diagnosis: open wound of abdomen. Infected central abdominal wall reconstructive mesh after umbilical hernia repair elsewhere. Abdominal abscess. Assistant: (B)(6), crnfa. Anesthesiologist: general. Anesthesia technique: general. Estimated blood loss: negligible. Drains: ulta wound vac. Pathology: none. Cultures: abdominal wall tissue. Consultation: patient is doing very well but has an open wound now that is considerable and extends down to the deep aspect of the bone and require disinfection and two-stage reconstruction. We will admit him to hospital for IV antibiotics and local antibiotic utilizing the ulta wound vac. This exposed mesh is directly in the area of the umbilicus which is [sic] been previously removed. This mass measures approximately 8 cm2 and some of the prolene suture material in this area is still exposing coming through the skin. There is [sic]. Material around this mesh [sic]. Bedside face to face time were spend at with the patient in consultation 20 minutes and an additional 40 minutes were spent in the patient¿s unit arranging surgery, reviewing the patient¿s records and tests, consulting with the patient and discussing the patient¿s risk factors with the anesthesiologist as well as making arrangements for the extensive post-operative care. Description of procedure: ¿after the patient was brought to the operating room and carefully positioned on the operating table and safely and effectively secured to the table and padded in all areas to avoid any injury to them the patient was then safely and effectively anesthetized. Patient was kept warm throughout the procedure and monitored carefully as well by the anesthesiologist. The patient was placed supine on the operating room table and secured to the table safely. The operative areas were then prepped with antiseptic thoroughly and draped sterilely. The operative areas were then carefully injected with 0.25% marcaine with epinephrine for intraoperative hemostasis and postoperative pain control as well. This abdominal wall open wound and surrounding abscess surgically dehiscent was excised in an extramarginal fashion approximately 30 cm2 removing all the inflammatory exudate of the skin and subcutaneous tissue superficial and deep fascia, muscle and the devascularized soft tissue in this area utilizing sharp instruments including scalpel, sharp curettage, scissors, cautery and double action sharp rongeurs and then widely and copiously irrigating this with betadine throughout the excision in preparation for soft tissue reconstruction. In doing so a secondary defect was created in addition to the primary defect created by the excision of the wound to allow local transposition of soft tissue in a favorable way for reconstruction of the wound to minimize the contour defect and the deformity and distracting nature of the defect as well as optimizing the vascular inflow and venous drainage to the soft tissue ultimately used for reconstruction. The tissue removed from the depth of this wound was then sent to the laboratory for quantitative culture and sensitivity. In piecemeal fashion the mass was removed removing the prolene suture material as well. In the course of the removal of the mesh a laparotomy was performed. Fortunately there were no adhesions and the intra-abdominal contents were separated completely from the mesh and the surrounding scarred area from the previous hernia repair. The depth of this wound and all the surfaces associated with this wound was then copiously irrigated with full-strength betadine in multiple aliquots throughout the procedure for antisepsis. The wound was carefully and efficiently rendered hemostatic with electrocautery throughout the procedure. The tissue removed from the depth of this wound was then sent to the laboratory for quantitative cultures and sensitivity. The abdominal wall hernia was then repaired by mobilizing the deep fascia that was scarred and the left rectus sheath and the right rectus sheath mobilizing since to the midline allowing this to be imbricated across the midline utilizing #1 prolene interrupted simple suture material. This left then only an open wound of the abdominal wall which required then the ulta wound vac to be placed utilizing a diluted solution of vancomycin and gentamicin into the depths of the wound. We will plan for closure of the abdominal wall wound tomorrow if he is doing well. An abdominal binder was placed. The patient did well and was brought to the recovery area in good condition having tolerated procedure well. No complications occurred during or after the operation. The patient was stable in the pacu. All postoperative orders are written extensively for the patient for their immediate and long-term are. I then communicated with the patient¿s hospital consultants with regard to their care as well. I will speak with the family shortly if available in the surgical waiting area. The patient was then admitted to the hospital postoperatively from the pacu. All the supportive orders for her [sic] care in the hospital written as well as antibiotics and appropriate wound care. Pain control measures in comfort measures were written for the patient as well.¿ relevant medical information: on (B)(6) 2017: (B)(6) . Lab. Fungal culture, umbilicus tissue. Final report: no yeast or fungus isolated at 6 weeks. Final report date: 9/21/2017. On (B)(6) 2017: (B)(6) . Lab. Acid fast bacilli culture, umbilicus tissue. Final report: no afb isolated at 8 weeks. Final report date: 10/05/2017. On (B)(6) 2017: (B)(6) . Lab. Anaerobic culture, umbilicus tissue. Final report: no anaerobic organisms isolated. Final report date: 8/12/2017. 8/09/2017: (B)(6) . Lab. Tissue culture, umbilicus. Final report: rare growth of methicillin-resistant staphylococcus aureus. Previous mrsa reported. Stains ¿ gram stain: no white blood cells seen. No organisms seen. On (B)(6) 2017: (B)(6) . History and physical. Patient needing surgery today for revision of umbilical hernia and possible removal of mesh. On (B)(6) 2017: (B)(6) . Operative report. Preoperative diagnosis: open wound of abdomen. Infected central abdominal wall reconstructive mesh after umbilical hernia repair elsewhere. Abscess abdominal wall. Postoperative diagnosis: open wound of abdomen. Infected central abdominal wall reconstructive mesh after umbilical hernia repair elsewhere. Abdominal abscess. Operative procedure: excision of open wound of abdominal wall 30 cm2. Secondary ventral hernia repair. Anterior abdominal wall left-sided fasciocutaneous tissue composite 40 cm2. Anterior abdominal wall right-sided fasciocutaneous tissue composite 40 cm2. 12 cm complex closure of open wound abdominal wall. Assistant: (B)(6), crnfa. Anesthesiologist: general. Anesthesia technique: general. Estimated blood loss: negligible. Drains: none. Pathology: none. Cultures: none. Consultation: the patient done very well. He is [sic] been treated with IV antibiotics and local antibiotics utilizing the ulta wound vac. However when he was having a bowel movement last night and straining he felt some popping in the area of the operation was quite fearful of this. It appears as though he has had some dehiscence of the ventral hernia repair and we will examine this during the excision and closure of the wound. Bedside face to face time were spent at [sic] with the patient in consultation 20 minutes and an additional 40 minutes were spent in the patient¿s unit arranging surgery, reviewing the patient¿s records and tests, consulting with the patient and discussing the patient¿s risk factors with the anesthesiologist as well as making arrangements for the extensive post-operative care. Description of procedure: ¿after the patient was brought to the operating room and carefully positioned on the operating table and safely and effectively secured to the table and padded in all areas to avoid any injury to them the patient was then safely and effectively anesthetized. Patient was kept warm throughout the procedure and monitored carefully as well by the anesthesiologist. Once the wound vac was removed it was clear that the prolene suture material had pulled through into areas leaving the ventral hernia still open. The wound was then cleansed further with betadine rendered hemostatic and then closed by imbricating the hernia and the rectus fascia on either side of the midline using #1 prolene interrupted suture material in a vertically oriented fashion. This gave a strong secure closure of the anterior abdominal wall fascia. Betadine was used in the peritoneal cavity for antisepsis. The remainder of the open abdominal wound was ready for closure. This abdominal wall chronic wound was excised in an extramarginal fashion approximately 30 cm2 removing all the inflammatory exudate of the skin and subcutaneous tissue superficial and deep fascia, muscle and the devascularized soft tissue in this area utilizing sharp instruments including scalpel, sharp curettage, scissors, cautery and double action sharp rongeurs and then widely and copiously irrigating this with betadine throughout the excision in preparation for soft tissue reconstruction. In doing so a secondary defect was created in addition to the primary defect created by the excision of the wound to allow local transposition of soft tissue in a favorable way for reconstruction of the wound to minimize the contour defect and the deformity and distracting nature of the defect as well as optimizing the vascular inflow and venous drainage to the soft tissue ultimately used for reconstruction. An extensive mobilization of a fasciocutaneous flap tissue composite was then elevated on the left lateral aspect of the abdominal wall wound which included dissection and counter incisions of the deep and superficial fascia extensively 40 cm2 including detachment of the fascia and skin from its origin and inserted deep structures and portions of the proximal and distal elements of the musculature. This flap is a type v classification flap. This allowed the tissue composite flap to be advanced, transposed and rotated 40 cm2 with preservation and respect of the flap¿s axial based upon the superior epigastric artery and vein perforating vessels and secondary perforating blood supply after identifying and avoiding the ingress and egress superior epigastric artery and vein perforating vessels throughout the dissection. No innervation was identified or was relevant to this tissue advancement as a neurotized flap was not indicated for the reconstruction however the motor nerves to musculature itself were preserved. The overlying skin and subcutaneous tissue was preserved with its cutaneous vascular perforators from the fascial portion of this advancement flap tissue composite to create the fasciocutaneous flap tissue composite for reconstruction of this open wound. This mass of the tissue composite flap and overlying soft tissue was mobilized an transposed 40 cm2 to obliterate the deep space created by the open wound and the underlying structures which required well vascularized soft tissue coverage for ultimate reconstruction and healing of this complicated deep wound. This soft tissue composite flap was then inset within its arc of rotation. An extensive mobilization of a fasciocutaneous flap tissue composite was then elevated on the right lateral aspect of the abdominal wall wound which included dissection and counter incisions of the deep and superficial fascia extensively 40 cm2 including detachment of the fascia and skin from its origin and inserted deep structures and portions of the proximal and distal elements of the musculature. This flap is a type v classification flap. This allowed the tissue composite flap to be advanced, transposed and rotated 40 cm2 with preservation and respect of the flap¿s axial based upon the superior epigastric artery and vein perforating vessels and secondary perforating blood supply after identifying and avoiding the ingress and egress superior epigastric artery and vein perforating vessels throughout the dissection. No innervation was identified or was relevant to this tissue advancement as a neurotized flap was not indicated for the reconstruction however the motor nerves to musculature itself were preserved. The overlying skin and subcutaneous tissue was preserved with its cutaneous vascular perforators from the fascial portion of this advancement flap tissue composite to create the fasciocutaneous flap tissue composite for reconstruction of this open wound. This mass of the tissue composite flap and overlying soft tissue was mobilized an transposed 40 cm2 to obliterate the deep space created by the open wound and the underlying structures which required well vascularized soft tissue coverage for ultimate reconstruction and healing of this complicated deep wound. This soft tissue composite flap was then inset within its arc of rotation. The 2 separate 40 cm2 tissue composites were then transposed 40 cm2 and imbricated across the midline of the open wound of the abdomen 30 cm2 closing the primary and secondary defects created by the original wound and the mobilization and transpositions utilizing 0 monocryl plus inverted simple suture material every 2-3 mm for a watertight well vascularized soft tissue closure overlying the deep tissues creating an accurately reconstructed tensionless closure over the abdomen wound. The wound was then closed further at the more superficial elements approximately 12 cm using a complex multilayer running 3-0 nylon to the skin followed and interposed by 3-0 nylon wider longer simple suture material for further security the closure of the wound every 4 mm. The wound was then sealed with dermal glue mepilex and abdominal wall binder. The patient did well and was brought to the recovery area in good condition having tolerated procedure well. No complications occurred during or after the operation. The patient was stable in the pacu. All postoperative orders are written extensively for the patient for their immediate and long-term care. I then communicated with the patient¿s hospital consultants with regard to their care as well. The patient was then admitted to the hospital postoperatively from the pacu. All the supportive orders for her [sic] care in the hospital written as well as antibiotics and appropriate wound care. Pain control measure in comfort measures were written for the patient as well.¿ on (B)(6) 2018: (B)(6) campus. (B)(6), do. Procedure report. Procedure: esophagogastroduodenoscopy. Preoperative diagnosis: dysphagia. Postoperative diagnosis: dysphagia. Irregular z-line. Upper esophageal lesion. Gastritis. Patient tolerated procedure well without complications. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the device.¿ the instructions for use also warn: ¿when using this device as a permanent implant and unintentional exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code ¿d15: cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh.¿these may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures.¿the above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Based upon the information received, a portion of the device remains in the patient and was not available for evaluation. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. C1: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). The plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material."

Event description:
It was reported to gore that the patient underwent open epigastric hernia repair on (B)(6) 2003 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2017, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: exposed gore mesh, removal of infected gore mesh, open and non-healing wound, drainage of abdominal wall abscess, placement of wound vac, primary repair of ventral hernia defect. Additional event specific information was not provided.